Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
During the implant procedure, the pt initially had stimulation when just the needle was used. However, since the lead was used, no motor response was reported. The lead was replaced and is reportedly being returned. Further info has been requested.